Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The boards and connectors were reseated and the flash drive program was reloaded. The left monitor and video cables were replaced. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that during a procedure the sys would not capture live fluoroscopic x-rays. No pt injury was reported.